Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed excessive current leakage from the internal hlc batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined the cause for the observed failure to be an electrically leaky cracked and shorted capacitor, designator c177. A replacement device was provided to the customer.

Event description:
Physio-control was performing an eval of a device returned on recall # z-0836-2007 and found that it was unable to power on. There was no report of pt use associated with the event.